Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position the knot and failure to achieve hemostasis could not be confirmed as the reported event could not be replicated in a testing environment. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when advancing the knot, slight resistance was felt; however, the knot was advanced. When pulling back the advancer, it seemed that some tissue from surrounding tissue got caught with the knot and the tip of the knot advancer. An attempt was made to pull the advancer back and advance the knot again; however, the vessel could not be closed with the proglide suture. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.